Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 5mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
Reportable based on the device analysis completed on (B)(6) 2025. It was reported that damage to the balloon had occurred. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was broken. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 5mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
Reportable based on the device analysis completed on 29jan2025. It was reported that damage to the balloon had occurred. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was broken. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed a balloon pinhole. It was further reported that the target lesion, which was 70% stenosed, was situated in a severely tortuous and heavily calcified arteriovenous fistula. The balloon ruptured after the first or second inflation at 5 atmospheres.